Manufacturer narrative:
Update h8 - usage of device corrected.

Event description:
It was reported the patient received the following results within 15 minutes: 315 mg/dl (user's accu-chek instant system) and 150 mg/dl (unknown profissional meter).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.